Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve in the aortic position, the first 23mm delivery system had a balloon rupture at the end of the valve deployment. A second delivery system was prepped and re-ballooned the valve to make sure the valve had full expansion. The valve was functioning perfectly on the post-case angio. The delivery system with the ruptured balloon was in the trash by the time the fcs scrubbed out of the case.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated. Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure, a 23 mm sapien 3 ultra resilia valve was implanted in the aortic position. The patient's age, sex, and weight are not specified. The valve was successfully deployed and was functioning properly on post-procedural angiography. During valve deployment, the balloon on the first 23 mm delivery system ruptured at the end of inflation. Blood was observed in the syringe, which alerted the clinical team to the rupture. No instruments were used to remove the balloon cover, and no extra volume was added prior to inflation. No leak was observed in the delivery system, and valve alignment was performed in a straight section without difficulty. The delivery system was withdrawn without complication, and no damage was noted to other edwards devices such as the flex shaft, balloon shaft, or sheath. A second 23 mm delivery system was prepared and used to re-balloon the valve to ensure full expansion. The valve remained well-positioned and functional. The failed delivery system was discarded and is not available for return. No procedural images were available to support the investigation. Upon inspection, the area of leakage was consistent with a balloon burst (p1). The perceived root cause of the rupture was contact between the balloon and sharp calcium in the annulus. The degree of calcification was described as severe. A 3mensio report was not available, as this imaging modality is not utilized at the reporting facility.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on the description of the event. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported, 'the perceived root cause of the rupture was contact between the balloon and sharp calcium in the annulus. The degree of calcification was described as severe.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.